Event description:
Reportedly tampering with the pumps set and delivery system is suspected. The pt was using the pump at the time that a staff r.n. Found a "volume given" discrepancy. The 60 ml syringe had emptied in approx. Two hours time. This pt had been on morphine for years and was not affected by the suspected overinfusion. However, the precise whereabouts of the missing medication was not corroborated.

Manufacturer narrative:
The devices that were in use have not been returned to baxter to evaluation. The described mis-use scenario requires the pt have access to another needle and syringe to facilitate tampering with the system.